Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation as it was not saved; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported the feeding tube was in place for less than 24 hours when it came apart. The purple hub at the top where the syringe attaches actually detached from the tube that goes into the patient. The tube was immediately taken out of the patient and replaced with a new one. There was no harm to the patient as the tube was taped well and the nurses were quick in removing it from the patient.